Manufacturer narrative:
Patient identifier - (B)(6). Device evaluated by manufacturer - the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). Same case as: 2134265-2011-03790, 2134265-2011-03868 it was reported that during a coronary stenting treatment procedure, a dissection occurred. Lesion 1 was located in the mid right coronary artery (rca). The lesion was 75% stenosed, 3.5mm in diameter and 25mm long. The lesion was treated with direct stenting using a 3.5x28mm taxus element stent. Post dilation was performed. Residual stenosis was 0%. Lesion 2 was a bifurcated lesion located in the proximal left anterior descending (lad). The lesion was 80% stenosed, 3.5mm in diameter and 40mm long. The lesion was treated with direct stenting using a 3.5x28mm, 3.5x12mm and 3.0x32mm taxus element stents. Predilation was performed. The diagonal vessel was treated with placement of a 2.75x16mm taxus element stent . Post dilation was performed. Residual stenosis was 10%. An attempt to place a pt graphix ss and a non-bsc wire were also unsuccessful. A dissection was observed below and above the stent. The occlusion was successfully crossed using a 6mm non-bsc wire. The occlusion was treated with the placement of a 3.5x12mm taxus element stent proximally and a 3.0x32mm taxus element stent distally. Predilation was performed followed by a kissing technique at the lad/diagonal bifurcation. The dissection was treated with a 2.75x16mm taxus element stent. Final kissing balloon angioplasty was performed with satisfactory results.